Event description:
Additional information was received from the patient. Patient also shared that they were getting ready to have their implant replaced. Patient reported the implant at first worked real good but that they kept feeling like something was on their spine. Patient stated they felt the implant turning in their back. Patient stated the pain got so bad to where their sister rushed them to the emergency room last monday, and stated that the implant was on the right side of their spine, then moved to the left. Patient shared that when they turn certain ways, they were in a lot of pain. Patient noted the pain got to the point where they could no longer sit up. Patient stated they can no longer work as they can't sit in a chair for 9 hours. Patient noted the pain had been getting worse the past couple of weeks. Patient shared they had to wait until their surgery which is planned for the 31st. Patient reported they went to the doctors' office and had an x-ray done, which is where they saw that the implant displaced and that the leads came down and were displaced as well. Patient noted that the surgeon said that the battery was too deep and theycan't even feel it. Patient confirmed they had no falls or trauma to the implant site.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other medical products in use during the event include: brand name: vectris surescan, product ID: 977a260 (serial: (B)(6), product type: 0200-lead. Brand name: vectris surescan, product ID: 977a260 (serial: (B)(6), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the leads migrated. The patient had a loss of stimulation and therapy. There was also stimulation in an undesired location. The patient had pain and discomfort and went to the ER where they were given pain medication and the stimulator was turned off. The patient was going to have a revision surgery on (B)(6). The issue was ongoing.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator serial number (B)(6) found that it was functionally okay with insignificant an omalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was pain at the ins site. Patient had recently had a lead/pocket revision on june 2. She was back for a pocket revision bc she felt like the stimulator was flipping in the pocket and causing pain at the ins site. It was determined prior to the case by the surgeon and the patient that the patient was to have the battery replaced with a non-rechargeable battery. The pocket was revised at the surgery and the new stimulator was implanted. Patient was reprogrammed successfully. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The device has been sent back to using a return item box, however it has not been noted as being received yet.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2023; product type: lead. Product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2023; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type lead, product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Caller said patient reported issue with therapy but didn't get into any specifics. Caller reported the lead is wrapped around the neurostimulator. Patient is seeing hcp for revision per caller.